Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for caller reported possible lead migration which was noticed about 4 weeks ago. Caller stated the wire from their spine appears to be right under the surface of their skin. Patient stated it hasn't broken the skin yet but it is at the top right under the skin. They had an x-ray today and results will be reviewed with doctor when ready. Caller stated they called their healthcare provider (hcp) and they told them top call patient services and ask that someone walk them through checking the device to see if it's on/functioning, as they do not believe it is working. Agent attempted to walk caller through connecting with the programmer however it was not charged. Patient said, they thinks it is working because they can feel the pulses when they makes it go up. The patient was redirected to their healthcare provider to further address the issue.